Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the x-ray opaque tip at the distal end fell off into the patient's bronchus during a direct-view transbronchial biopsy procedure. The user facility tried to remove the tip for about 2 hours, but the user facility could not remove the tip. The tip is still left in the body.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, the lot number of the guide sheath (sg-200c) was "19k". The dropped x-ray opaque chip was not sent. The guide sheath had the x-ray opaque chip removed. The tip of the tube was deformed into an elliptical shape. From the fixing marks of the x-ray opaque tip remaining on the tube, omsc confirmed the position where the x-ray opaque tip was fixed, but there was no abnormality. There were no other abnormalities that could lead to the event you pointed out. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The device history record (DHR) with the lot number of the subject device was confirmed. No abnormalities detected in the DHR for the following inspection items which related to the reported phenomenon. - position of the tip insertion position - inner diameter of the distal end molding part - appearance of the guide sheath based on the condition of the subject device and situation of occurrence of the event, a likely mechanism causing the detachment of the radiopaque tip might be the following. However, the exact cause could not be determined. (1) the biopsy forceps was moved back and forth while the cups of the biopsy forceps were not fully closed (this includes the cups grasping the tissue.) (2) the cups of the biopsy forceps were caught in the radiopaque tip area. (3) the biopsy forceps was moved back and forth while the cups of the biopsy forceps were caught in the radiopaque tip area. During the movement described above, the radiopaque tip detached from the tube and the distal end of the tube was deformed. The above device handling has warned in the instruction manual.